Event description:
It was reported that the device presented an occlusion. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged /detached downstream occlusion (dso) seal and a defective dso sensor during occlusion testing and visual inspection. The cause of the customer reported issue was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor.